Manufacturer narrative:
A ge svc rep performed an onsite investigation. The single board computer was upgraded and replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the system was displaying a communication failure error message and would not boot up. There is no report of pt injury associated with this event.